Manufacturer narrative:
This event was previously reported under asr reporting authorization number e1997039 on 01/15/2013. The asr time period was from october-december 2012. This is being reported to document the device return and evaluation. A titan and two cylinders were received for evaluation. Examination and testing of the returned components revealed abrasion on the non-serialized exhaust tube and inlet tube of the pump. Microscopic examination of the detachment ends through the serialized strain relief of the pump showed the surfaces to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with the pump or either cylinder. Based on examination of the returned product, it was concluded that while in-vivo the non-serialized exhaust tube and inlet tube had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the serialized strain relief. A separation of this type could then allow the loss of fluid, making the device inoperable. The remaining serialized strain relief was not returned so quality was unable to examine that detachment end. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, malfunction.